Event description:
It was reported that when attempting a dilatation procedure, the catheter balloon would not inflate. The catheter was removed and replaced with a competitor's product to complete the procedure. No pt injury or further complications were reported.